Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report of a damaged catheter was confirmed and the cause appeared to be associated with use. The returned 24 g insyte autoguard IV catheters exhibited evidence of use. The needles were not returned with the catheters. A microscopic examination of the IV catheter revealed a v-shaped breach in each tubing near the pink adapter. The size and direction of the breach was consistent with needle puncture damage. As the sample exhibited evidence of use, the damage likely occurred due to complications during the insertion process. Had the IV catheter been punctured by the needle during assembly/manufacturing, the resultant damage would have precluded venous access. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard winged catheter tip integrity. It was reported by customer that the piv was placed and met with resistance at insertion. The catheter was sheared at the tip for both instances and removed from patient. I have two products, same lot: 4183871. In both cases, the piv was placed and met with resistance at insertion. The catheter was sheared at the tip for both instances and removed from patient. 25 mar 2025: 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patients had to be stuck twice; a new product had to be obtained in each instance. 2. Please provide the address of the facility for us to ship the return label. Please use the address under my signature line below. 3. Please confirm did two different patients involved. Yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.